Event description:
Additional information was received from a manufacturer representative (rep) reporting the lead was implanted on (B)(6) 2020.

Manufacturer narrative:
D11: section d information references the main component of the system. Other relevant device(s) are: product ID 3387s-40 lot# va269lv serial# implanted: (B)(6) 2020, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial# (B)(4), product type: extension; product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an impedance issue intra-op. Stage 1 impedance was good but stage 2, electrodes 1<(>&<)>2 had a short circuit. The physician decided to replace the extension. Impedances were fine with the new extension. Post-op, contacts 1<(>&<)>2 showed a short circuit again. Additional information was received from a manufacturer representative (rep) reporting that the explanted extension was discarded. The extension and implantable neurostimulator (ins) was implanted on (B)(6) 2020. The cause was not definitively determined but after speaking with technical support, it is believed that the cause may have been related to the lead. No other actions were taken after post-op discharge. It is unknown if the impedance issue resolved. The patient has not presented for their initial programming session.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 08-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an impedance issue intra-op. Stage 1 impedance was good but stage 2, electrodes 1 <(>&<)>2 had an open circuit. The physician decided to replace the extension. Impedances were fine with the new extension. Post-op, contacts 1<(>&<)>2 showed an open circuit again. The impedances were as listed: intra-op 0 1702 ohms 1 1493 2 1480 3 1570 01 2921 02 3086 03 3195 21 2662 31 2894 23 2784 post-op 0 1422 ohms 1 824 2 830 3 1326 01 2021 20 2050 30 2775 12 85 13 1953 23 1910 ohms